Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope failed the leak test. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dented and scratched edges on the video connector, bent dents and scratches on the outer tube, dust particles under the distal cover glass, fiber breakage, and unstable image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following factors contributed to the malfunctions: for the customer-reported allegation of leakage on the video cable boot, the most probable cause was traced to a component failure. For the additional findings of dented and scratched edges on the video connector, bent dents and scratches on the outer tube, and fiber breakage, the most probable cause was also traced to a component failure. The unstable image was attributed to loosen handle movement. And the cause of the dust particles under the distal cover glass could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No addtional information received from customer.